Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty radio-frequency board and was unable to communicate with the onetouch ultralink blood glucose meter. The insulin pump was received with a cracked display window corner, reservoir tube lip, a cracked battery tube threads, a scratched lcd window, and a cracked belt clip slot.

Event description:
The customer reported that she received a radio-frequency alarm on her insulin pump. Her blood glucose was 207 mg/dl. The customer also stated her blood glucose meter would no longer communicate with the insulin pump. Nothing further was reported.